Event description:
Account reports one incident in which reported device was in usage for approximately 45 minutes, when leakage was noted from the bottom of the cassette. Reporter stated there was no pt compromise and approximately "10 gtts of blood loss" occurred. Reporter also added that the box the set was received in was damaged. Account will decontaminate device with bleach so evaluation can be conducted.